Event description:
It was reported that patient's right ventricular (rv) lead exhibited loss of capture and high out of range pacing impedance. High capture threshold was also noted. The lead was capped and replaced on (B)(6) 2024. The patient was stable.